Event description:
Per clinical trial (B)(6) : on (B)(6) 2017 patient underwent bilateral superior pedicle mastopexy using a full vertical and horizontal t incision. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedure was liposuction to lateral breasts. On (B)(6) 2017, erythema/redness of bilateral breast inframammary creases was reported. Patient was treated with medication (hydrocortisone cream). Resolved without sequelae on (B)(6) 2017. Review by medical affairs identifies the erythema as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of erythema/redness. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Returned - remains implanted.